Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: there were multiple pump reboot events observed in the black box. The pump was returned with a crack in the battery compartment along the side and from the case seal traveling to the bumper. The threads on the battery cap were stripped and were unable to secure to the pump. A test cap was able to secure to the pump and was used to complete a 24 hour duration test with no issues. Moisture was observed in the battery compartment. The keypad was torn.